Event description:
Ruptured breast implant. History of present illness: the patient is a middle aged woman, who, in 2001 underwent bilateral breast augmentation for a tuberous breast deformity. She had mentor implants placed that were 400 ml. Last year, her saline implants were replaced, again holding 400 ml of saline. The patient recovered well from that surgery. She has had no difficulty. She now presents with a several- day history of a spontaneous deflation of her left breast implant. She reports no antecedent history of trauma, accidents or bruising to the left breast. She is otherwise in good health. She is now presenting for exchange of a left breast implant. Description of procedure: ...the implant was removed under palpation, it was apparent that on the posterior surface 5 cm from the central point of the implant. There was a small pinhole where fluid could be squeezed out...